Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 115370, 059230, comp rvs tray co 44mm; xl-115366, 856240, acrom xl 44-41 std hmrl brng; 115323, 693530, comp rvsr shldr glnsp +3 41mm; 010000589, 234640, comp rvrs 25mm bsplt ha+adptr; 115396, 947670, comp rvs cntrl 6.5x30mm st/rst; 180552, 575560, comp lk scr 3.5hex 4.75x25 st; 180552, 715580, comp lk scr 3.5hex 4.75x25 st; 180550, 748350, comp lk scr 3.5hex 4.75x15 st; 180554, 565860, comp lk scr 3.5hex 4.75x35 st. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03560, 0001825034-2019-03561, 0001825034-2019-03562, 0001825034-2019-03563, 0001825034-2019-03564, 0001825034-2019-03565, 0001825034-2019-03566, 0001825034-2019-03567, 0001825034-2019-03568.

Event description:
It was reported the patient underwent a primary right reverse shoulder arthroplasty. Subsequently, three days post op the patient experienced chest pain secondary to possible pulmonary embolism. Patient treated for pulmonary embolism and anemia. No additional patient consequences are known at the time of this report.